Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the product/lot code combinations. Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical report states patient was revised due to adverse tissue reaction. Update 7/14/16- pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgical notes report inflamed hip, black/gray hypertrophic synovial tissue, osteolysis, metal debris, and corrosion on the acetabular cup rim. The revision stated that the patient had moderately elevated metal ion levels, but levels provided were below the 7ppb reportable and pre-revision medical record reports metal ion levels normal. Litigation alleges pain, discomfort, osteolysis, and metal sensitivity. Updated head/liner and added cup. The complaint was updated on: 08/05/2016.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update jun 22, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges fatigue, weakness, pronounced limp, pseudotumor and permanent mobility restriction. After review of the medical records for the MDR reportability, patient had an achy discomfort, sore stiff hip with overactivity. In addition to what was previously reported, revision notes also state the presence of extensive debris within the hip joint. Post examination impression reported hematoma or seroma on the left hip. X-rays showed abnormal findings indicating bone loss and metal sensitivity. Laboratory results for metal ions were below 7 pbb. This complaint was updated on jul 3, 2017.

Event description:
Complaint description: clinical report states patient was revised due to adverse tissue reaction. Update 7/14/2016- pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgical notes report inflamed hip, black/gray hypertrophic synovial tissue, osteolysis, metal debris, and corrosion on the acetabular cup rim. The revision stated that the patient had moderately elevated metal ion levels, but levels provided were below the 7ppb reportable and pre-revision medical record reports metal ion levels normal. Litigation alleges pain, discomfort, osteolysis, and metal sensitivity. Updated head/liner and added cup. The complaint was updated on: 08/05/2016. Update 8/23/16- pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation. The complaint was updated on:09/14/2016. Update jun 22, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges fatigue, weakness, pronounced limp, pseudotumor and permanent mobility restriction. After review of the medical records for the MDR reportability, patient had an achy discomfort, sore stiff hip with overactivity. In addition to what was previously reported, revision notes also state the presence of extensive debris within the hip joint. Post examination impression reported hematoma or seroma on the left hip. X-rays showed abnormal findings indicating bone loss and metal sensitivity. Laboratory results for metal ions were below 7pbb. This complaint was updated on jul 3, 2017. Update jun 28, 2017: legal medical records received. After review of pfs and medical records there is no new information added that changes the MDR reportability. This complaint was updated on: jul 11, 2017. / / investigation method: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the product/lot code combinations. Based on the inability to find any other reported incidents against the provided product and lot code combinations, it is not unreasonable to conclude that there are no anomalies with regard to manufacturing, inspection or sterilization contained in the device history records that would contribute to the reported event. The investigation can draw no conclusions with the information provided. Medical records were reviewed 22 sep 2016 / investigation summary: clinical report states patient was revised due to adverse tissue reaction. Doi (B)(6) 2009 dor (B)(6) 2015 (right hip). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Update 7/14/2016- pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgical notes report inflamed hip, black/gray hypertrophic synovial tissue, osteolysis, metal debris, and corrosion on the acetabular cup rim. The revision stated that the patient had moderately elevated metal ion levels, but levels provided were below the 7ppb reportable and pre-revision medical record reports metal ion levels normal. Litigation alleges pain, discomfort, osteolysis, and metal sensitivity. Updated head/liner and added cup. The complaint was updated on: 08/05/2016. Update 8/23/2016- pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the product/lot code combinations. Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Ppf alleges pseudotumor and elevated metal ions.